Manufacturer narrative:
The blades subject to this complaint were not returned for evaluation. Lot number details were not provided to assist further investigation. It was not possible to determine the root cause for the alleged breakages.

Event description:
It was reported that during a surgical procedure, six blades broke cleanly off the shaft without fragmenting and with very little use. It was further reported that, the procedure was successfully completed using a different style blade. No adverse consequences were reported.